Event description:
A few weeks after the explant procedure was completed to address an infection, the patient presented back to the physician with continued redness, swelling, and drainage from the incision sites. The physician prescribed antibiotics and referred the patient to an infectious disease specialist.

Event description:
Patient presented to the physician with inflammation, swelling, and yellow discharge at the neck incision site. Cultures were obtained, and the results returned positive for infection. Physician prescribed oral antibiotics. Physician brought the patient into the or a week later and removed the entire inspire system.